Manufacturer narrative:
Updated b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (impact code), h6 (clinical code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Added information to section a3a. (Sex), b6 (relevant tests/laboratory data, including dates), b7 (other relevant history, including preexisting medical conditions). H11: additional manufacturer narrative: per clinical review of tee and tte results provided, findings of thickened/sclerosed leaflets with restricted opening would correlated with prior CT image shown, where leaflet calcification was appreciated. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and hyperlipidemia.

Event description:
Edwards received notification that this patient with a valve model 6900p27c implanted in the mitral position has been placed under consideration for a valve-in-valve (viv) procedure after an implant duration of approximately eight (8) years and ten (10) months due to degenerated bioprosthesis with sclerosed, thickened, and minimally mobile leaflets leading to severe mitral valve restenosis (peak gradient 34mmhg, mean gradient 16mmhg) and mild mitral insufficiency. A CT was received and reviewed, appearance of leaflet calcification was noted. The patient presented with cardiac decompensation with dyspnea, nyha iii-IV and angina pectoris. The valve-in-valve procedure had not been performed at the time this event was reported.

Event description:
Edwards received notification that this patient with a valve model 6900p27c implanted in the mitral position has been placed under consideration for a reintervention procedure after an implant duration of approximately nine (9) years for unknown reasons. However after CT review appearance of leaflet calcification was noted.

Manufacturer narrative:
H11: additional manufacturer narrative: the event date is known only as "sep2024". Therefore, 01sep2024 is being used to calculate the event date. A CT report was reviewed, appearance of leaflet calcification was noted. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.